Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that after approx 9 months of support on the lvad, the pt expired from an acute subdural hematoma. The pt had experienced multiple gi bleeds and aspirin therapy was discontinued approx 3 months after vad implant. The pt continued on warfarin therapy throughout the duration of support.